Manufacturer narrative:
A service proposal was provided to the customer for diagnostic and repair activities. The customer declined service by not accepting the proposal. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer reporting leakage on the v60 ventilator. The device was not in clinical use. There was no report of harm or patient impact. The device did not meet specification for intended use and was removed from service.